Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead impedance has been steadily increasing over the past 2 years. Implant impedance was 380ohms and is now measured at 2448ohms. The lead was capped and replaced. No patient complications were reported as a result of this event.